Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The customer returned five photos of the 31gx6mm bd syringe. The customer reported I went to apply it and it broke. One broke when I was going to apply it, the other one also broke and the needle was inside the syringe and I even pierced myself, I tried to remove it and I couldn't. When I take off the orange cap, which I'm going to apply to myself, it gets bent. The photos were examined and exhibited two bent syringes and a broken cannula with the needle shields lying on a flat surface. Therefore, since the patient end of the cannula was in fact bent and broken; bending during use, breaks off during use and needle stick can be confirmed based upon the photos. A review of the device history record was completed for batch# 2059905. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photos received, embecta was able to confirm the customer¿s indicated failure (breaks off during use). H3 other text : see h10.

Event description:
It was reported that while using the bd insulin syringe with the bd ultra-fine¿ needle broke. The following was received by the initial reporter: the audio of the call was sent and here is the information that was passed on by the client: "I went to apply it and it broke. They break before putting them on the body one broke when I was going to apply it ".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 06-nov-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that while using the bd insulin syringe with the bd ultra-fine¿ needle broke. The following was received by the initial reporter: the audio of the call was sent and here is the information that was passed on by the client: "I went to apply it and it broke. They break before putting them on the body one broke when I was going to apply it ".

Event description:
It was reported that while using the bd insulin syringe with the bd ultra-fine¿ needle broke. The following was received by the initial reporter: the audio of the call was sent and here is the information that was passed on by the client: "I went to apply it and it broke. They break before putting them on the body; one broke when I was going to apply it ".

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.